Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(6). Per the clinic, the patient experienced granulation tissue at the implant, which was treated with silver nitrate on (B)(6) 2015. This report is filed july 7, 2016.